Event description:
Left hip revised after 6 - 7 years for pain and aseptic loosening. Periprosthetic osteolysis due to particulate metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.